Manufacturer narrative:
The connex vsm 6000 series of monitors is intended to be used by clinicians and medically qualified personnel for monitoring of neonatal, pediatric, and adult patients for. Noninvasive blood pressure (nibp). Pulse rate (pr). Noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2). Body temperature in normal and axillary modes. The most likely locations for patients to be monitored are general medical and surgical floors, general hospital, and alternate care environments. Monitoring can be accomplished on the vsm 6000 series bedside monitor itself, and the vsm 6000 series bedside monitor also can transmit data continuously for secondary remote viewing and alarming (e.g., at a central station). Secondary remote viewing and alarming features are intended to supplement and not replace any patient bedside monitoring procedures. Pwcd-b is the part number for the csm power cord. The device was not returned by the customer, therefore a thorough investigation into the reported malfunction could not be performed. Although the reported event did not result in a serious injury, the report of a shorting power cable could contribute to a serious injury or death, if the malfunction were to recur. Therefore, hillrom considers this complaint a reportable malfunction.

Event description:
Customer reported that the cvsm power cord (pwcd-b) shorting. This event was captured under hillrom complaint ref (B)(4).